Event description:
It was reported that, "the doctor was attempting to lock the nail distally. He lined up the double sleeve that went through the locking hole and targeter. When he inserted the locking screw and looked at an x-ray, it appeared that the screw ended up posterior to the nail and almost parallel. The doctor was able to remove the distal locking screw, line up the targeter and insert the screw through the nail properly."

Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report.